Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -10.0/+3.0/099 into the patient's right eye (od) on (B)(6) 2020. Due to low vault the lens was removed on (B)(6) 2022. Later on (B)(6) 2022 a longer length lens was implanted and this resolved the problem. The reporter did not give a cause for this event.

Manufacturer narrative:
Claim# (B)(4).